Event description:
It has been reported to co that during the procedure the physician experienced difficulty in exchanging catheters. Reportedly, there was insertion problems and it was necessary to remove and replace the introducer. There is no report of pt injury. The device is being returned for co's analysis.